Manufacturer narrative:
(B)(4). Baxter received the device. This reported symptom was inadvertently missed during evaluation and because the pump is no longer in its received condition the evaluation could not be performed.

Event description:
It was reported that a spectrum pump constantly displayed the downstream occlusion message. Any patient involvement, injury or medical intervention is unknown.